Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 22mm amplatzer amulet was implanted using a 14f amulet delivery system according to IFU. The patient was in atrial fibrillation at the time of the procedure, and no pericardial effusion was noted prior to the start of the procedure. A transseptal puncture was performed, described as central in the long axis and almost posterior in the short axis, and the guidewire was positioned in the upper pulmonary vein. Multiple manipulations were required due to difficult left atrial appendage anatomy. During the procedure, heparin (10,000 iu) was administered, and the activated clotting time was maintained above 250 ms. Toward the end of the procedure, a circumferential pericardial effusion was observed, circular in distribution, with the largest measured dimension of approximately 10 mm. Cardiac tamponade was concluded to be present by the physician(s). The pericardial effusion was managed with medication and pericardiocentesis, and protamine was administered after the procedure. Due to the pericardial effusion and difficulty related to manipulation within the left atrial appendage, the procedure was aborted, and no device was ultimately implanted. The physician did not determine whether an abbott device caused the pericardial effusion and considered procedural manipulation in the left atrial appendage as a possible contributing factor.

Event description:
N/a.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. Information from the field indicated that multiple manipulations were required due to difficult left atrial appendage anatomy. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion and cardiac tamponade could not be determined. An unexpected medical intervention was a result of case-specific circumstances, as a pericardiocentesis was performed. The reported unexpected medical intervention was a result of protamine medication was administered after the procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.